Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed lost sensor and alerted for weak signal. The customer's blood glucose reading was 450 mg/dl at the time of incident. Troubleshooting explained the alarm to the customer and advised customer to call back when further issues arise.